Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke after surgery upon disassembly.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information, which was incorrect at the time of the follow up-1 medwatch.

Manufacturer narrative:
Review of the device history record and receiving inspection reports identifies no deviations or anomalies. Visual examination concludes that the returned device is fractured, where all the pieces are returned and has some type of cosmetic damage like nicks, gouges, dents, scratches. This device is used for treatment. It was considered that the device was conforming when it left zimmer biomet because it had a potential field life of over 1 year 11 months before it fractured. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Reported information states that there is no information regarding surgical technique. It is likely that the device fractured due to the product problem itself.